Manufacturer narrative:
Corrected data: update due to device evaluation completion. Based on the details of the complaint upon attempting to withdraw the device the balloon became stuck in the introducer sheath and detached from the catheter shaft. Multiple questions were asked of the complainant but none of the questions were answered that would have aided in the investigation. Fluoroscopic images from the procedure were provided. Image 3 shows that the left iliac stent was not able to overcome the stenosis as the balloon is not fully open at one location near the top of the iliac. The advanta v12 stent that was deployed in the right iliac appears to be properly deployed however it appears as that the stent delivery system had to navigate through a previously deployed stent. A review of the device history records associated with complaint indicate that all product quality and performance requirements were met and there were no non-conformances noted during the manufacture of the product. The product in question was returned on 01-mar-2022 but had been misplaced. It was located and subsequently evaluated on 12-sep-2022 to determine the cause of the complaint. The returned device was removed from the biohazard bag and evaluated. The catheter shaft was coiled and no longer had the balloon attached to the catheter shaft. At the location of the break, the plastic extrusion had been necked down to a smaller diameter due to the force imparted during the attempted withdrawal back into the introducer sheath. The break was in the area where the shaft is thermally welded to the balloon. The break was in the center of the thermal weld. The weld itself appeared to be properly formed prior to this event occurring. The balloon was found still partially inside the introducer sheath that was used in the case. The sheath did not have in identifiable manufacturer information but was a 7fr introducer sheath. The portion of the balloon that was outside of the sheath did not appear to have been folded down indicating that it was not likely fully deflated prior to the attempted withdrawal back into the introducer sheath. The sheath had been kinked at some point but it is not known at what point the sheath was kinked. The tip of the sheath was deformed from the attempted withdrawal of the balloon back into the sheath. In an attempt to determine if the balloon had ruptured during the case, a touhy borst adapter was placed on the remaining shaft material attached to the balloon. A 20cc syringe with water was then attached and the balloon filled with water. During inflation, fluid could be seen entering the balloon through both inflation skives under the balloon, indicating that the inflation lumens and skives were patent. Once inflated, the touhy borst adapter was removed the remaining shaft was clamped with forceps. Steady thumb pressure was applied to the balloon to determine if there were any leaks in the balloon, and none were observed. The 20cc syringe was then connected to the inflation manifold of the catheter shaft. A steady stream of water was seen exiting both of the catheter inflation lumens also indicating that the catheter shaft and skive holes within the manifold were patent. The inflation skive holes were also visibly patent when looking down into the inflation port of the manifold. The patency of the lumens and skives is important in regards to the balloons ability to inflate and deflate the balloon. If the balloon had been ruptured the balloon would also not be able to be deflated. In both instances, the product was manufactured properly. Based on the physical inspection of the device, there is no indication of any manufacturing defect that could have led to the issue. It is clear that too much force was exerted during the withdrawal of the device back through the sheath. Given that the device in this case was one of the largest volume 10x59mm balloons and the observations on the condition of the balloon still stuck in the sheath, it is very likely that the device was not allowed adequate time for deflation, causing resistance during withdrawal. The details of the complaint and results of the inspection are consistent with the failure modes associated within CAPA 429004. The investigation has confirmed the complaint that the balloon tip became detached during withdrawal. Based on the details of the complaint and investigation conducted, it is likely that this complaint is of the same root cause as that identified in ongoing CAPA 429004, such that it is likely that the balloon was not allowed sufficient time to deflate prior to withdrawal of the balloon and/or was not visualized to be fully deflated under fluoroscopy. When there is fluid still remaining in the balloon, when the catheter is pulled back into the sheath the fluid gets pushed to the distal end of the balloon creating a plug at the end of the sheath. If too much force is applied the shaft will stretch and break near the proximal balloon weld and/or the manifold hub. It is for this reason that the most probable root cause is operational context. A secondary root cause is design, based on the findings of CAPA 429004, as with the use of contrast, the advanta v12 deflation time can take longer than the 40s as specified in the IFU (based on the use of water) for larger size balloons. CAPA 429004 is currently in the implementation phase and this issue has been evaluated under hhe 2021005 and is associated with recall number z-1076-2022.

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
Based on the details of the complaint upon attempting to withdraw the device the balloon became stuck in the introducer sheath and detached from the catheter shaft. Multiple questions were asked of the complainant but none of the questions were answered that would have aided in the investigation. Fluoroscopic images from the procedure were provided. Image 3 shows that the left iliac stent was not able to overcome the stenosis as the balloon is not fully open at one location near the top of the iliac. The advanta v12 stent that was deployed in the right iliac appears to be properly deployed however it appears as that the stent delivery system had to navigate through a previously deployed stent. There is a possibility that the balloon caught on this other stent and ruptured upon withdrawal but cannot be confirmed. The details of the complaint did not indicate any issue in this regard, but if this did occur, deflation would have been difficult. A review of applicable device history records was conducted. There were no nonconformances noted during any of the device builds and no indications of any manufacturing defect that could have contributed to the issue. Based on the details of the complaint and investigation conducted, it is likely that this complaint is of the same root cause as that identified in ongoing CAPA 429004, such that it is likely that the balloon was not allowed sufficient time to deflate prior to withdrawal of the balloon and/or was not visualized to be fully deflated under fluoroscopy. When there is fluid still remaining in the balloon, when the catheter is pulled back into the sheath the fluid gets pushed to the distal end of the balloon creating a plug at the end of the sheath. If too much force is applied the shaft will stretch and break near the proximal balloon weld and/or the manifold hub. It is for this reason that the most probable root cause is operational context. A secondary root cause is design, based on the findings of CAPA 429004, as with the use of contrast, the advanta v12 deflation time can take longer than the 40s as specified in the IFU (based on the use of water) for larger size balloons. CAPA 429004 is currently in the implementation phase and this issue has been evaluated under hhe 2021005 and is associated with recall number z-1076-2022. H3 other text: device not returned.

Event description:
It was reported that the stent was deployed and the catheter was easily removed from the patient. On inspection of the catheter the team noticed that the balloon tip was not attached. Images were performed on the patient and the balloon was in the sheath. The sheath was removed and the balloon came out with it. The recommended 7fr sheath was used for the procedure.

Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.